Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6)2021 there was redness and swelling at the implant site. The user was hospitalized and treated with a tight headband for 12 hours. On (B)(6)2021, in situ measurements were indicative of a device malfunction. Although there was no swelling observed the user received treatment for another 4 days. On (B)(6)2021 measurements were still indicative of a device malfunction despite applying pressure to the implant site. The user still has no access to sounds.

Manufacturer narrative:
Additional information: based on the information received, mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6)-2021, there was redness and swelling at the implant site. The user was hospitalized and treated with a tight headband for 12 hours. The user was re-implanted.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2021 following redness and swelling at the implant site. The user was hospitalized and treated with a tight headband for 12 hours. On (B)(6) 2021, in situ measurements were indicative of a device malfunction. Although there was no swelling observed the user received treatment for another 4 days. On (B)(6) 2021 measurements were still indicative of a device malfunction despite applying pressure to the implant site. The user still has no access to sounds.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.